Event description:
The handpiece was returned to the MFR for service, and during the eval, the device overheated. There was no pt involvement at the MFR during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval, an overheating condition was found and then reported. Based on the investigation details, the likely cause was problems with the ebox motor controller, which was replaced along with other components.